Event description:
It was reported by svc report that the fowler has a broken weld and will not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail weld damaged.